Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose of 420 mg/dl. Customer reported insulin flow block alarm during fill tubing on her insulin pump. Device will not be returned for analysis.